Event description:
A report received from the USA stated the device had a bent shaft. The device was not being used in surgery. Tlt is unk if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, becomes available, a supplemental report will be sent. (B)(4).